Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc). Since the manufacturing lot number and the event date were unknown, the all item of device history records for a six-month period prior to the become aware date of the incident were reviewed with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard or the probe and the metal part of the jaw contact each other by wearing of the tissue pad, and then the probe of the device is cracked and broken when the probe received a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during a laparoscopic appendectomy. During use, the probe of the subject device was broken off and the fragment was fallen inside the patient¿s body. The fallen fragment was retrieved from the patient¿s body. It was not reported that whether the device was replaced and whether the procedure was completed. There was no patient injury reported.